Manufacturer narrative:
No patient involvement was reported. Date of event: unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tips of two (2) reamer / irrigator / aspirator (ria) drive shafts have broken off. This occurred in sterile processing. No procedure or patient involvement. This report is for one (1) driver shaft for use with ria. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record (DHR) review was performed for part # 314.743 , synthes lot # 6921238 , supplier lot # 6921238 , release to warehouse date: (B)(6) 2012 , supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was performed. The drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The roughly spiral break is located between 7.2mm and 10.4mm from the distal edge of the drive shaft helix. The helix is intact and shows scrapping along the outer surface. The complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.